Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call beep anomaly on their insulin pump. Customer¿s blood glucose level was 293 mg/dl. Troubleshooting for beep anomaly was performed. Customer advised they performed the self test and were unable to hear the insulin pump beep. Customer advised the device would vibrate however it would not beep. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit audio/beep/vibrate functions properly and no anomaly noted during testing. No unexpected low reservoir alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.